Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges after intubation it was found that the "merocel coating gaped". A new laser tube was intubated. It was reported that on the extubated tube that "the coating had peeled off easily". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Brand name corrected to rusch lasertubus 7mm. Catalog# corrected to 102004070. The sample was returned for evaluation. A visual exam was performed and it was observed that the returned sample was actually a size 7, and not a size 6 as originally reported. The visual examination of the returned product showed signs of contamination and usage. Discoloration, missing parts, or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed a partially damaged/separated laser foil in the middle of the tube shaft. The review of the manufacturing documentation of lot 16401 for size 7 showed no manufacturing errors during any step of the production process. Other remarks: the performed visual examination revealed a partially damaged/ separated laser foil in the middle of the tube shaft. Based on the investigation performed, no manufacturing related root cause could be identified. Most likely the issue was caused by improper usage of the device. The instructions for use (IFU) for this device states: "during intubation, make sure that the tube is not bent or torqued in the area of the laser-guard foil and that the laser-guard foil itself is not in any way damaged. Therefore, always use an intubation aid (intubation stylet)." "Ensure that the surface of the laser-guard foil always remains moist during surgery. Please, frequently check during the operation whether the surface of the laser-guard foil is still sufficiently moist. If necessary, moisten it again." "Check the tube at short intervals for any damages while it is being used."

Event description:
Customer complaint alleges after intubation it was found that the "merocel coating gaped". A new laser tube was intubated. It was reported that on the extubated tube that "the coating had peeled off easily". Patient condition reported as "fine".